Event description:
The pt came in complaining of pain about 3 weeks post primary surgery. The surgeon determined that the pt had an infection. All the implants were removed and antibiotic spacers were put in place. Ref MFR report #: 3005180920-2014-00195.